Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified artery. A 4mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device as removed from the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported.